Event description:
Event description cpi received information that during a replacement for normal battery depletion of this patient's implantable cardioverter defibrillator (ICD), the physician noted erosion in the left lower corner of the abdominal pocket. The entire lead system was electively removed, and capped. A new system was pectorially implanted.